Event description:
It was reported that bd arterial cannula 20g/45mm catheter broke/ separated after placement. On removal of the arterial cannula, the cannula snapped inside a patient's artery leaving the majority of the cannula within the artery.

Manufacturer narrative:
Root cause couldn't be determined due to unavailability of sample/batch/lot number information. A complaint history record (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. A review of the applicable deura doc# (B)(4) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.